Event description:
The customer reported via telephone call that the insulin pump would not deliver a bolus and the buttons were stuck. The blood glucose reading was 270 mg/dl. The customer did not recall any significant events leading to the alarm but stated she did not think it was exposed to moisture. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner and cracked battery tube threads.